Event description:
I used a band-aid brand adhesive bandage with antibiotic -polymyxin b sulfate- on the pad. The next day, the wound site -knee- was itchy. I mistook this for a sign of healing and so continued to use the bandages. Over the next two days, itching increased significantly with redness and red polka-dotted rash covered the knee and also began at the ankle. At that point, I recognized it as an allergic reaction. The only antibiotic I know that I am allergic to is penicillin. There is no warning on the box not to use the product if you are allergic to penicillin. Fortunately, store brand dye-free allergy -diphenhydramine hydrochloride- and store brand 1% hydrocortisone cream cleared up the reaction. Is there a link between penicillin and polymyxin b sulfate? If so, the warning on the box should include advice not to use the product if you have a penicillin allergy. Thank you. Route: top. Dates of use: 2009. Diagnosis or reason for use: badly scraped knee.